Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The probable cause of the guide wire unraveling could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that at the time of extraction of the guide (spring wire guide), it was unwound to the minimum traction. The catheter was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that at the time of extraction of the guide (spring wire guide), it was unwound to the minimum traction. The catheter was replaced.